Event description:
The end user of this product claims that a component of this product, a light handle cover, fell off of the light handle and onto the sterile field while a procedure was being performed. The user facility also reported that the patient was given antibiotics in an effort to prevent any injury. No patient injury occurred.